Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. No crack noted on the display window noted. No damage noted on the lcd glass. Device had minor/deep scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2018 at 5:30 pm due to a high blood glucose of 300 mg/dl. Customer experienced no symptoms related to high blood glucose. The customer had gotten into a car accident while wearing the insulin pump. The insulin pump had cracks on the screen. Troubleshooting was performed. The insulin pump will be returned for analysis.